Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The care giver (cg) stated that they had already disconnected the hp. The technical service representative (tsr) explained the alarm, had the cg close all the clamps, and advised the cg to have the hp start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.